Manufacturer narrative:
(B)(4). Batch # l54u11. The analysis results showed that the tl60 device arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the surgeon claims that the stapler didn't provide a good staple formation. It was the first firing of this device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.